Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant, the sheath was narrow under the patient's clavicle and the lead could not be placed after repeated attempts. After which the tip of the electrode was deformed and could no longer be used. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.